Event description:
It was reported that seven months post implant, the device reached elective replacement indicator and early battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that seven months post implant, the device reached elective replacement indicator and early battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Oversensing was noted as four lead failure predictor high rate non-sustained episode at <= 217 ms average v-cycle occurred between (B)(6) 2012, 01:27:14 and (B)(6) 2012, 00:49:53. Battery depletion was indicated as time of recommended replacement time in save to disk occurred on (B)(6) 2012, device rrt <=2.6251 volt. The weekly battery voltage trend data shows minimum battery was 2.644 to 2.589 volts between (B)(6) 2012. Two patient alerts for low battery voltage occurred on (B)(6) 2012, 02:15:00 and (B)(6) 2012, 02:15:00.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis was inconclusive as to the cause of failure. The stacked chip scale package (scsp) was optically inspected. Copper trace anomalies were noted between groups of exposed traces in the scsp substrate. Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard. The simulations resulted in higher than nominal current drain consistent with the observed battery depletion. However, no definitive conclusion can be made for the cause of failure.